Event description:
It was reported that the bd syringe 5ml ll 22ga 1-1/4in mx bun had foreign matter. The following information was provided by the initial reporter translated from spanish to english: I bought a box of 5ml syringes and got one with residue in the needle. The defect was so noticeable that it is impressive that it made it all the way to a pharmacy, was sold and delivered to me, a consumer.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Batch expiration date and creation date updated.

Manufacturer narrative:
D4: expiration date 2027-12-31. H4: device manufacture date: 2023-02-16. Investigation summary: three photos and one video received for investigation. Through visual inspection, white foreign matter is observed on the cannula. The foreign substance is identified as epoxy. Epoxy is an adhesive used to join the cannula and hub. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with the dispenser of epoxy. Manufacturing personnel have been notified of this incident to increase awareness. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.